Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: (B)(6) 2025 - 7:40 pm est - sensor glucose (sg) 93 mg/dl, blood glucose (bg) 41 mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 - 7:42 pm est - sg 92 mg/dl, bg 41 mg/dl. After dms review, we confirmed that the user didn't receive a low glucose alert at the time of the event because the sg never went below the alert level.the user didn't seek medical treatment and resolved the event by themselves. The user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported a low glucose event on feb-27-2025 at 7:40 pm where user's sg was 93 mg/dl and bg was 41 mg/dl. A review of the data management system (dms) data revealed that user's sg at 7:42 pm was 92 mg/dl. No bg was entered. The user didn't receive a low glucose alert at the time of the event because the sg never went below the alert level.user did not seek medical treatment and resolved the event by themselves. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance.a case (B)(4)) was created to address the sensor's inaccuracies inclusive of the event and under this case it was determined that the sensor had deviated from normal behavior and an RMA was issued for further investigation. Sensor was returned from the field. The sensor was tested in-house, but no issues were observed with sensor performance. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab, such as the in vivo state of the hydrogel. A review of the in vivo raw data revealed optical instability in the signal and reference channels from 1st of jan 2025 onwards. This transient optical instability most likely contributed to the inaccuracies observed by the user. B4: date of this report 26 june 2025. G3: date received by the manufacturer? 26 june 2025. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 10. H6: investigation findings updated to 3224. H6: investigation conclusions updated to 4315.